Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. The delivery tube was returned with the seal and tension spring assembly. Visual inspection revealed that seal was outside the deployment tube and was cracked. The green slide lock and the white plunger were not depressed on the delivery device. There was some blood on the device. The deployment tube was also twisted and bent but this was most likely the cause of packaging the device incorrectly for return. Based upon the rec'd condition of the device, the reported complaint "seal would not load properly" was confirmed. A lot history record review was completed for the returned product lot number. There was no non-conformance which could be attributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A replacement unit with another lot number was used to complete the procedure. There were no pt effects. The product was returned.